Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the ventricular lead was placed, it perforated both the right and left ventricles. The lead was repositioned and perforation occurred again. Cardiac tamponade was confirmed via ECG and a pericardiocentesis was performed. The patient's heart tissue was noted to be thin -like tissue paper- and the patient was listed in critical condition. The lead was left in place and monitoring of the patient would continue.